Event description:
During breast stereotactic biopsy procedure, using an ultrasound guided biopsy probe; pieces of the biopsy probe broke during retraction and left a 1.0mm section of probe in the pt's breast. Manufacturer notified of probe malfunction.